Event description:
It was reported that a patient experienced hematoma and was hospitalized. Due to resistance in the right groin, an ultrasound was performed, revealing a subcutaneous hematoma with no evidence of a pseudoaneurysm. The patient was kept under observation with monitoring. On (B)(6) 2026, a follow-up ultrasound of the right groin again showed no evidence of a pseudoaneurysm or arteriovenous (av) fistula, only the hematoma persisted. The patient was discharged in stable clinical condition.